Event description:
It was reported, a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event, and treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the treatment for the peritonitis included cefazolin (2 grams per day, intraperitoneally (ip)) and gentamycin (80mg per day, ip). Two weeks later, the treatment was discontinued. The patient was discharged from the hospital and was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1963. If there is any further relevant information from that review, a supplemental medwatch will be filed.